Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative stated that the contrast test was well within standard. A 3d image quality test was also done and no issues were found. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported the imaging system was tested and had a poor image quality. It was unknown whether it was 2d, 3d, or both that were having issues. There was no patient present when this issue was identified.